Event description:
Medtronic ventricular shunt catheter became disconnected. It was retained in the ventricle. This resulted in re-operation and retrieval of the catheter part that became disconnected. Doctor could see that the cup snap assembly that is usually stuck to the ventricular catheter was disconnected from the bioglide tubing and the bioglide tubing was lost in the ventricle. The cup had actually disconnected from the snap assembly and was lying underneath the skin. This was removed and prepared to send it to the manufacturer.our facility is concerned that the bioglide coating on these ventricular shunts may compromise the bonding between device components, thus causing the disconnection. We have identified 6 cases, to date, of this unusual mode of failure. Our site has switched to a line of ventricular shunts that does not have the bioglide coating.